Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in spine case where 12fr foley catheter with 5cc water was inserted prior to flipping patient. After flipping patient into prone position, it was noticed that the foley was on the ground. Upon further inspection it was realized the foley balloon had popped but stayed intact releasing the water allowed the foley to just slide out. New foley was inserted and checked to make sure balloon was inflated before flipping back over again. No harm to patient. Patient received new foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in spine case where 12fr foley catheter with 5cc water was inserted prior to flipping patient. After flipping patient into prone position, it was noticed that the foley was on the ground. Upon further inspection it was realized the foley balloon had popped but stayed intact releasing the water allowed the foley to just slide out. New foley was inserted and checked to make sure balloon was inflated before flipping back over again. No harm to patient. Patient received new foley.